Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure alarm. The console was changed but the same alarm was generated. The customer also tried to reconnect the fiber optic cable. The central lumen flushes and transduced the central lumen for aline waveform. There was no reported injury to the patient.